Manufacturer narrative:
(B)(4). The device was evaluated, the exhalation valve was replaced and the ventilator worked properly.

Event description:
It was reported that during use, a ventilator had a low pressure alarm and that the event caused the patient to have transient ischemia. The patient was removed from the ventilator and transferred to a different ventilator. Although requested, information regarding the patient outcome has not been provided.